Manufacturer narrative:
No device history record or previous repair record review can be performed on the mesher associated with the reported issue as no serial number or mean to identify the device involved able to be provided when the event was reported or from follow-up. On (B)(6) 2019, it was reported that a handle for a mesher would not fully engage. The customer did not return a zimmer skin graft mesher, but did return a ratchet handle for evaluation. Evaluation of the device on (B)(6) 2019 noted that the gear inside the handle was burred internally, that the detents were damaged, and that the handle would not fit onto a bottom roller on a mesher when it was tested. Repair of the mesher occurred on (B)(6) 2019 and involved replacing the gear and the detents. The technician then tested the handle and verified that the device was functioning as intended and then handle was returned to the customer without further incident. The handle was tested, inspected, and repaired. While the service technician found that the ratchet handle would not attach properly and that the gear was burred inside the handle, which would keep the handle from attaching or rotating as intended, it cannot be determined from the information provided how the burring inside of the gear occurred. As such, a specific root cause of the reported event cannot be determined.

Event description:
It was reported that the device was not engaging fully on shaft. The issue occurred during surgery. Subsequently this did not cause patient harm and there was no delay. The surgery was completed without using an alternate device and the problem did not caused an impact/damage to graft harvest. No adverse events were reported as a result of this malfunction.